Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. As a result, customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 550 mg/dl. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. Subsequently, a replacement pump was sent to the customer to address the malfunction.